Event description:
This ra lead was implanted on (B)(6) 2002 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead showed an alert for low intrinsic amplitude. The following physician was dr. (B)(6) at (B)(6) health system in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).